Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to thermal damage was observed on the distal yaw pulley, near the crimp location. The complaint regarding cautery not working was confirmed by failure analysis. The probable root cause of the broken conductor wire and the functional test failure is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's cautery was not working. The procedure was completed with no reported injury.